Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The following information was requested, but unavailable: how long has the surgeon been using ace plus 7? Where was the surgeon using the device? Can it be confirmed that the bleeding was coming from the omentum? What power level was being used (min or max button) or advanced hemostasis button? Did the surgeon skeletonize the vessels prior to taking or were the vessels taken in large bundles? Were there any issues noted with hemostasis in the first procedure? If yes, please explain how the bleeding was controlled. How did the surgeon address the post-operative bleeding? What was the amount of blood loss (ml)? Did the patient require a blood transfusion? If yes, how many units were administered? Is there a lot or batch number available from each of the surgical procedures? In each of the separate cases was the bleeding from the same location? What product was the surgeon using prior to using the ace plus 7? When using the advanced hemostasis function, did the surgeon reach the second tone? What is the patients bmi (body mass index)? Please provide for each of the four cases. Does the surgeon routinely use pre-operative anticoagulation therapy?

Event description:
It was reported that after a sleeve gastrectomy procedure, four patients return to theatre post-op for bleeding. The bleeding appeared to be coming from the omentum, for which the harmonic was used to dissect and seal. All patients are stable post-surgery. Patients were returned to theatre to control bleeding. No further information available. It is unknown what was used to complete the procedure.